Event description:
Additional information reported that the patient met with their health care provider in (B)(6) of 2013 and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 74002, lot# n332465, implanted: (B)(6) 2012, product type: adapter. Product ID: 3998, lot# lb3366, implanted: (B)(6) 2003, product type: lead. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported that over the past year, the patient had lost about 80 pounds due to a thyroid disease. The patient stated that the implantable neurostimulator (ins) had moved down to ¿the middle of [the patient¿s] butt¿ when it used to be at the waist line. The patient stated that they could also feel the lead wires. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had lost 60 pounds. It was noted that the implantable neurostimulator (ins) had migrated 2-3 inches down into the pocket. It was noted that the patient stated that it felt that "it may be sitting more on side now and some twisting." It was noted that the impedances reflect right tail had higher than left tail. It was noted that there were no issues with stimulation from the left tail. It was noted that that the patient had issues with stimulation with right tail. It was noted that they could titrate up to 8-9 volts and the patient would not feel stimulation very well. It was noted that at p1 on the right tail of the lead the patient was at 5.5 volts, 450 pulse width, 80 rate, with 4+, 5-, 6-, and 7+. It was noted that a1 therapy impedance was 900 and 5.991. It was noted that a2 therapy impedance was 551 and 1.297 therapy impedance. It was noted that the ins was close to the skin as well. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information received reported that reprogramming was done to the patient's satisfaction. It was noted that no other causes were determined other than the patient's weight loss. It was noted that the physicians were contemplating a pocket revision. It was noted that the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a loss of therapeutic effect, which had occurred gradually. It was stated that the patient had to use higher settings and said that when it was first put in it worked wonderful and the charging was every 10 days to 2 weeks, but ever since they did the surgery it changed the whole thing. It was stated that the patient had 2 settings. It was stated that one setting went down [the patient's waistline and she had it where there was no pain at all. It was noted that the other setting went down [the patient's right leg and the setting was at 4. It was further noted that the setting was then changed to 6 and [the patient] still can't get rid of the back pain, and she had it so [the patient] could adjust it when [the patient] needed to and now [the patient] has to change it daily. It was stated that the patient had to recharge more than expected. It was noted that the patient had to charge every 3 days. It was stated that the patient's ins had fallen down from the top of [the patient's hip to [the patient's butt, so they had to go in and move it back up. It was noted that there was something wrong with the wiring. It was noted that the issue had occurred about a year after [the patient] had it done, spring this year maybe.